Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that after being powered on the cardiosave intra-aortic balloon pump (iabp) alarmed for a "electrical test failure code 3" is displayed. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse was able to reproduce the reported issue. The iabp unit was returned to the customer but not cleared for use as repairs are ongoing. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that after being powered and prior to use, the cardiosave intra-aortic balloon pump (iabp) generated an "electrical test fails code #3" alarm. There was no patient involvement, and no adverse event was reported.